Event description:
--

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
--

Event description:
Boston scientific received information that when performing an ablation procedure, the tachy mode was programmed off; however, some pacing inhibition was noted. As the patient was pacing dependent, the device was programmed to electrocautery mode. The procedure was performed; however, despite being programmed in doo mode, periods of asystole were noted. It was confirmed the pre-procedure and post-procedure checks were normal and the device was functioning appropriately. Boston scientific technical services (ts) discussed that electromagnetic interference (emi) generated by radio frequency current in close proximity to the lead tip could alter the pacing spike. Additionally, the radio frequency could affect the tissue performance or heart conduction pathways surrounding the lead tip. No additional adverse patient effects were reported.